Event description:
Reporter indicated a vns therapy programming system has not been successfully used to interrogate a patient's device since (B) (6) 2008. Good faith attempts to obtain additional information were unsuccessful.